Event description:
It was reported that the patient presented to the emergency room with shortness of breath. The event was resolved by reprogramming. No further information is available as of this moment

Event description:
Additional information indicates that the device functioned appropriately.

Manufacturer narrative:
(B)(4)